Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the battery site gets warm, very red, and has a burning sensation while recharging. The issue occurs 15-20 minutes into a charging session. The patient cannot charge after 1 hour. The patient had not received a warming on the recharger indicating it was overheating. The issue was not resolved at the time of the report. It was noted surgical intervention was planned, but not yet scheduled. No further complications were reported.